Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf and the physician considered that the char was excessive and the amount of char observed caused a potential risk to this patient. High impedance readings were being displayed on the smartablate generator. The char was found on the catheter. The ablation catheter was replaced and the issue resolved. The case continued without further incident or harm. Additional information was received on 07-may-2025. The char was located on the tip electrode. No issues related to temperature and flow on the catheter. Ablation thresholds: 30sec 40 watts, 2 ml low flow and 15 ml high flow. The noted power was 40 watts, and impedance was around 200(for a second) before stopping once they realized this. The pre-ablation high setting was 8. The duration of ablation used was not greater than 60 seconds. The average contact force was not greater than 25 grams. The irrigation rate was not used outside of those prescribed. The patient was anticoagulated. Heparinized normal saline was used as the irrigation fluid. The physician considers that the char was excessive. The physician considers the amount of char observed caused a potential risk to this patient. Once it was found, they switched catheters. The patient did not exhibit any neurological symptoms since the procedure was completed. The impedance issue was assessed as non reportable. The char issue was originally considered non-reportable, however, bwi became aware on 07-may-2025 that the physician considered that the char was excessive and the amount of char observed caused a potential risk to this patient and have reassessed the event as reportable. The awareness date for this record is 07-may-2025.

Manufacturer narrative:
The picture evaluation details: a picture was received for evaluation following johnson & johnson medtech's procedures. According to the picture provided by the customer, char was observed on the tip of the catheter. However, the reported impedance issue cannot be confirmed based on the images provided. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. Manufacturer¿s reference number: (B)(4).